Event description:
The affiliate stated the customer reported flowcell clogged system errors and approximately two milliliters of erythrolyse reagent leaked behind the blood sampling valve (bsv) during priming of the reagent involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The fluid was contained within the instrument. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked during the reagent prime from a clogged port at the blood sampling valve (bsv). The fse removed the blockage and resolved the issue. The fse primed the reagent and no system issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a blockage inside the blood sampling valve (bsv) port is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).